Event description:
It has been reported to philips that the system failed to boot properly. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the system failed to boot properly. After three restarts, the system booted up again. During troubleshooting, the rse found error related to cmos (complementary metal-oxide-semiconductor) battery in the host single board computer. The rse suggested to replace the cmos battery. The philips field service engineer (fse) inspected the system onsite and replaced the cmos battery and set the date and time. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.